Manufacturer narrative:
The customer reported that the machine was not producing steam through the mouthpiece. As a result, the end user was unable to receive the intended treatment. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The customer reported that the machine was not producing steam through the mouthpiece. As a result, the end user was unable to receive the intended treatment.